Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash blood glucose meter. The customer obtained readings of 88mg/dl and 20mg/dl within a ten-minute timeframe. When plotting each reading against the average on a parkes error grid one result fell in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's products have been requested for investigation.